Event description:
Device incident report from the therapeutic goods admin. The info we have is as follows: under the tga's confidentiality rules, we cannot obtain the name of the reporter directly. There was no specific pt incident. The hosp believes that the reed valve may be oxidizing, or that oxidation may be occurring in this alarm system. The hosp believes that they are servicing of these blenders is as required. They have the documentation. The tga has viewed their svc records on site. The hosp has stated that it has found non-functioning alarms previously which may have caused pt injury. It has not reported these incidents to the tga.

Manufacturer narrative:
We had asked our dist in another country to contact the their therapeutic goods admin to obtain as much info as possible on this reported event. The therapeutic goods admin responded with the following info: the reporter of the problem has got back to me with the following response to the MFR's questions: "there were no signs of corrosion, all that I have seen that the brass reed had failed because of fatigue. This may have incorporated: aging of the brass, becoming more brittle over time, cyclic stressing, no stress relief in the corners of the reed. The reeds can range from very low "muffled" to nothing at all. It is on the 3800 series." The reporter has not provided any specific serial numbers. The other country's therapeutic goods admin investigator evaluated the device and determined that the root cause of the reported alarm failure was that the alarm reed (brass) fatigues and fails in the alarm bonnet. As we have not been able to evaluate this device ourselves, we can not draw a conclusion as to the actual cause.